Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there were multiple defects (grease, contamination, foreign matter, incorrect hub color) found on 3ml bd¿ syringes with needles prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported there were multiple defects (grease, contamination, foreign matter, incorrect hub color) found on 3ml bd¿ syringes with needles prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, the lot was manufactured during which the production is monitored through, where characteristics were evaluated in the packing stage such as: syringe in blister without missing components and / or duplicates (visual vs. Drawing method), blister cut suitable to the catalog (visual method vs drawing), perimeter seal less than 3 mm and continuous (measurement method with calibrated rule), correct longitudinal cut ( visual method), packaging with peel apart (visual method), integrity of the primary packaging: blister without perforations, seal not opened or seal without wrinkles (visual method). Moreover, during the control in process no non conforming part was reported due to the defect reported by the client. The final batch was inspected by quality control, with satisfactory results, so the batch was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. The retention samples evaluated visually do not present any defect of which the client reports. However, needle double, needle missing, foreign matter and needle hub hole cracked/damaged is confirmed since some defects can be generated during the manufacturing process. The modes of failure related to syringe with double needle and syringe without needle as well as the action plan concerning the defect of syringe with double and syringe without needle are taken care of through the investigation of the claim action item 370855 CAPA 410380. Regarding a syringe with greases, which could refer to some lubricant, coolant or hydraulic fluid used in manufacturing equipment, the possibility is discarded since the equipment is of free lubrication. For the part of the design of the process the longitudinal blade wear is not considered a potential cause and is discarded since there are monthly maintenance orders for the change of these or in case the user is presenting problems in the cutting is carried out in change before. Regarding the human factor, we have the work instruction it-06-48-CT-is-03 "operation of hypodermic syringe packing" where it is mentioned that the packing operator when performing the paper change must completely empty the vacuum cleaner and performs performance tests at the beginning of the process, so this is an activity that is fulfilled. It is worth mentioning that in january 2018 a sensor system was installed for the detection of chain burrs, so the event could have been generated during the process prior to installation and since there is no photograph or event samples it is understood that the event is related to this defective. Regarding the contaminated syringe defect, there is no sample or contamination is indicated in which part or type, but based on specification has an aql = 0.25% for loose particles in the fluid route such as: powder, fibers, hair, fat, insects, metals so with the lot size of 475,00 pieces with 5 pieces is approved and with 5 is rejected. So the lot would be inside aql since the physical sample or photograph is not available, the defect cannot be evaluated in a better way, additionally it is completely discarded since the bd cuautitlán plant does not manufacture transparent pavilions, so the possibility of sending a syringe with transparent needle the defect of the syringe can be very punctual and this may be due to the syringe being outside the cavity and the sealing die has compressed the syringe, however at the beginning of each shift, the product sensor is challenged outside. Of blister and documented in the frequency control rit0225ctis01-06 rev.02 with conforming results. So we monitor the trends of this defect reported by client the defect indicated by the customer is very timely since the needle with blue flag is never used in products that have needle on one side, so this could not be mixed in the hopper and additional needle is a different measure to that of the smoke color pavilion that uses the product in question, so when it was plated it would have caused a problem in the process, however the trends for this event reported by the client are monitored. It is concluded that the claim is confirmed since some defect can be generated during the manufacturing process, it should be mentioned that all the defects reported by the client are within aql except the syringe with double water and without needle.

Event description:
It was reported there were multiple defects (grease, contamination, foreign matter, incorrect hub color) found on 3ml bd¿ syringes with needles prior to use. There was no report of exposure, serious injury or medical intervention.